Manufacturer narrative:
Visual and functional analyses of a retained unit of the reported lot and batch record review have been requested, but the results have not yet been received. Usage of device: the product was not dispensed or used. Additional information: it is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis and retained testing has not been completed. Root cause has not been determined. All information that is available has been submitted; should any additional information become available, a supplemental report will be submitted.

Event description:
We received notification from our office in (B)(4) that an amo sales representative received a report from an optical shop regarding a bottle of complete revitalens from a 2 x 300 ml pack (lot ah03440) which leaked at the cap/closure and macerated part of the packaging. The complaint unit was discarded, so it is unavailable for analysis.